Event description:
It was reported that a pump display is very dim and there is no audio function. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was returned for eval and baxter was able to confirm a dim screen and that the audio function was not present. Further eval identified that this was due to a failed input/output printed circuit board (I/o pcb). The eval also observed corrosion on the I/o pcb which likely contributed to the failure. The failed I/o pcb was replaced.